Manufacturer narrative:
Reporter is a j&j sales representative. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date while inspecting the instruments after the decontamination process, the reporter noticed that there were three (3) instruments that were damaged. The tip of the small hexagonal screwdriver with holding sleeve was stripped, the tip of the depth gauge was bent and the plastic of the helical blade/ screw measuring device was cracked as the device was made of plastic. There was no patient involvement. This report is for one (1) small hexagonal screwdriver with holding sleeve. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h4, h6: part 314.02, lot l928006: manufacturing site: haegendorf. Release to warehouse date: september 11, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: visual inspection of the complaint device showed the tip threads were twisted and stripped. Additionally, the device was missing the holding sleeve component from the assembly. No other issues were identified with the returned device. No dimensional inspection can be performed due to post-manufacturing damage. The current and manufactured to drawings were reviewed; no design issues or discrepancies were identified. This complaint is confirmed as the tip threads are twisted and stripped. No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.